Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An nc sprinter balloon catheter was intended to be used to treat a lesion in the ostium lad which had no tortuosity, moderate calcification and 70-80% stenosis. No abnormalities were reported in relation to anatomy. No damage was noted to the packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that the balloon burst at 14 atm. Non medtronic stents were successfully implanted in the lad and rca. No patient injury reported.

Manufacturer narrative:
Still image review: the returned image captures the label of the complaint device. The label confirms the size and lot number as reported. The removable patient record sticker was removed from the label. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.